Event description:
Technician alleged the brake casters are not locking, the brake casters are still rolling when the brakes are engaged. No patient impact.

Manufacturer narrative:
The technician replaced all brake casters to resolve the issue.